Event description:
It was reported (B)(6) 2025 at 1:37 am: when doing cap and line change, the rn attached the new cap to the white lumen of the PICC line. After attaching the cap, the rn flushed the line with normal saline and drew back on the line to check for blood return. While doing this, the rn noticed that there was fluid leaking from the white lumen. The rn assessed the line and disconnected the cap and attached a new one. The rn flushed the line again with the new cap and noted leaking again. PICC was in place for 50 days. Active pediatric patient. No other information was provided. Additional information: patient had to return the cath lab and required anesthesia for a line change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One 4 fr dual lumen powerpicc sv was returned for evaluation. An initial visual observation revealed blood residue on the sample. Both lumens of the returned catheter were flushed with a 12 ml syringe of water. Leakage was observed from the extension leg of the white lumen, but no leaks were observed when the red lumen was flushed. A microscopic observation revealed a split in the extension leg tubing of the white lumen. The fracture surface of the split was observed to be flat but uneven and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. However, the exact cause of the observed damage in the returned sample is unknown. Possible contributing factors include pulling, twisting, and excessive manipulation of the luer connector hub and/or extension leg. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.